Event description:
Pt revised to address osteolysis and polyethylene wear insert.

Manufacturer narrative:
Evaluation was no possible, as the product was not returned. Product info required to search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.